Event description:
The healthcare provider called and stated that the current status of the device was that it was in place, but not being used. The patient wanted to have it work and function, it was either a problem with the battery or the lead or both and they either needed to replace it or fix it with a software fix.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Event date is approximate. Concomitant medical products: product ID: 3889-28, lot#: v145015, implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: v145015, ubd: 26-aug-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that in 2012 the patient was moved from a hospital to a nursing home and fell flat on their butt twice, it was labor day weekend. The patient reported that from the bad fall, some of the leads were not working. The patient reported they got a whole new system replaced in (B)(6) 2018. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
Device code (B)(4) no longer applies to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer clarifying that there was confirmed damage to the leads after the fall. The patient indicated the lead not working was resolved after the system was replaced, which was confirmed to be on (B)(6) 2016 rather than 2018 as previously reported. No further complications were reported.